Manufacturer narrative:
Concomitant product: 4965-25 lead, implanted: (B)(6) 2013.

Event description:
It was reported by the patient's family member that the estimated battery longevity remaining decreased from eighteen months to seven months over a time frame of four months and that the leads were "faulty" leading to "battery drain." Additional information obtained reported the lead thresholds had risen over time with the ventricular lead threshold higher than the atrial lead resulting in more rapid battery depletion. The implantable pulse generator (ipg) was explanted and replaced. The leads were partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.